Manufacturer narrative:
As reported, the ventralight st mesh w/echo 2 ps fell apart when removed from the package. The subject device has been discarded and not available for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 108 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic hernia repair procedure, when the package of ventralight st w/echo 2 ps was opened, the mesh was noted to be damaged and ¿it fell apart.¿ there was no damage to the packaging as reported. There was no reported patient injury.